Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice during use during dwell 4 of 5. The patient was connected. The baxter technical service representative (tsr) had the patient cycle the power to clear the alarms and explained the alarm's meanings. The tsr reviewed proper procedures per the user manual with the patient. The patient would discard the supplies and finish with manual supplies. The patient would call their nurse regarding the air detect alarm while connected. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they did not see any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.